Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user unable to pull medications due to freezing and shutting down. The technical support specialist confirmed with customer that a field service engineer has already addressed the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system is freezing and shutting down during transactions. The customer added that the user had to pull the medication from another station and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.